Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the healthcare provider had to go in to do some work on the implant. The patient explained that she had lost weight so the implant was loose and could move around so they put it in a little deeper. The patient stated that it was too close to the surface of the skin due to the weight loss. The patient mentioned that as they lost weight it got worse and it was tilted so they could feel the top more than the bottom of the implant. The revision took place (B)(6) 2018 and the patient was currently healing with a bandage and staples on her implant but no pain with the implant. The patient could also still communicate with the programmer with a bandage over the implant. The indication for use was non-malignant pain.